Manufacturer narrative:
H.6. Investigation summary: two opened 30g x 5mm asd samples were returned from lot. No. 8241658, cat. No.329605. Visual examination was carried out and it was observed that the np shield was separated from the needle on both samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The root cause of this issue is the rotation of the non patient shield locking into the hub not being set correctly. Capa478527 was raised to address this issue.

Event description:
It was reported that the non-patient end shield fell off the bd autoshield¿ duo safety pen needle during use, causing the spring to not work properly. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: customer had once again problem with the bd autoshield duo 5 mm needles. The spring does not work properly according to the patient. Based on the provided photos it looks that the npe shield falls off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end shield fell off the bd autoshield¿ duo safety pen needle during use, causing the spring to not work properly. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: customer had once again problem with the bd autoshield duo 5 mm needles. The spring does not work properly according to the patient. Based on the provided photos it looks that the npe shield falls off.